Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. This report was related to a bipap pro biflex device. The manufacturer received information from the patient alleging water chamber was getting very hot. Additionally, the patient also alleged difficulty breathing, got sick, went to the emergency room, and stayed at the hospital for 4 days. The device has not yet been returned to the manufacturer for evaluation. Should further investigation provide new information that impacts the outcome of the investigation or the associated medical device reporting, a supplemental report will be submitted accordingly.